Event description:
Oracle (B)(4): it was reported that a failed accuracy test occurred +15.9%. There was no patient involvement. It was reported that.

Manufacturer narrative:
The device was returned to smiths/ICU medical.

Manufacturer narrative:
H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seals and physical condition were all intact upon receipt. Error codes were not found in the ehl (event history log). The customer reported issue was duplicated during the investigation as the pump was found to be over delivering to the manufacturing specifications. Root cause of the reported event is unknown, but inaccurate delivery was noted. Actions taken include trimming the expulsor. The returned product is beyond 19 years from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record (DHR) review was not performed. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. Initial reporter sent to FDA: unknown.